Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The device has not been returned for investigation. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that while assembling the device for priming, a crack was observed at the blood outlet port. The device was exchanged for another. (B)(4).